Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's programming wand was not working and was to be returned for analysis. The physician has already been given a replacement wand. The programming wand was received by the manufacturer for analysis along with the tablet usb to db9 serial adapter cable. Although analysis has not been completed to date, it was reported that an adapter cable failure was identified.

Event description:
Additional information was received that a replacement wand and usb to db9 serial adapter cable resolved the issue. No patient's were reportedly affected as a back-up programming system was available. The issue began occurring on (B)(6) 2015. An analysis was completed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. No additional relevant information has been received to date.